Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient was seeking a new hcp. The patient¿s hcp was moving his office and the patient was seeking an interim hcp. The patient had received a name of a back- up hcp, however, the patient didn¿t feel comfortable working with different physicians who may change her medication or dosage. The patient¿s previous hcp¿s office was just too busy and last month due to everything on with the office move, the patient missed a refill and the pump went empty. No patient symptoms reported. The pump was used to deliver dilaudid. No patient symptoms, intervention or outcome reported,. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.